Event description:
A phone call was received from the home health nurse of the customer. She alleged a variance between three (3) inratio inr results. Information was then supplied by the customer as follows: date: (B)(6) 2015, inratio inr: 1.5, 1.9 and 2.5. Therapeutic range: 2.0 - 3.0. All testing was performed within one (1) hour. The finger was "milked" after the finger stick by the home health nurse. This is considered an improper technique when performing the inratio testing. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(6). Investigation/conclusion: the customer reported precision issues with inratio inr values during testing. It is indicated that product is not returning for evaluation. Therefore, an investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. The retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances and the lot met release specification. Although improper technique was identified in the complaint, a root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.